Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient said he has the device for interstitial cystitis. Patient reported that they were not feeling the stimulation where he is supposed to, it is off to the side in buttock cheek,stimulation is not in the bicycle seat region they said he noticed a month ago and they also has bladder injection a month ago. Patient stated that he is getting symptom relief and he said just a little bit of relief of symptoms. Patient said he had no falls or accidents but had lost weight but said they had injections in bladder a month ago. Patient also reported pain and was told to turn the device off but the pain got worse and they turn it back again. Patient has been on program 1. He said he has it turned down to .7. No further complications noted or anticipated.

Event description:
Additional information received from the patient. The patient stimulation in the wrong location was not resolve. Changed setting but it made it worse.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.